Event description:
Stent dislodged from the balloon using ravvea 7fr introducer sheath while tracking into the renal artery.

Manufacturer narrative:
Based on the information it is possible that the path to the renal artery was very tortuous and difficult for the catheter to track to the renal artery. Th 6mm x 38 mm x 120 cm icast chosen for this procedure was not designed to take a 90 degree bend as seen when trying to stent a renal artery. A review of the data from quality control indicated successful passage of the lot. With no additional procedural details, it is difficult to re-enact the exact conditions experienced during the clinical procedure and therefore determine root cause.